Event description:
Pursuant to information received from the physician, the patient was bilaterally implanted with saline-filled prosthesis on 09/16/96. Subsequently, it was noted that the patient had developed pain in both her breasts and they were removed on 11/08/96. The manufacturer will request the return of the device for evaluation purposes and will continue its investigation of this occurrence. This report was submitted to the FDA pursuant to new "MDR reporting guidance for breast implants" (mentor effective date, february 10, 1992). Any perceived increase in frequency of events is related to the filing of reports for events, which were previously not MDR reportable events per 21cfr803.